Event description:
It was reported that "touchscreen unresponsive". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "touchscreen unresponsive". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 display head. The sample was returned in a display head shipping box with protective shipping packaging and esd bag. Visual inspection of the display head was performed, and no abnormality was noted. The display head was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen; however, the touch screen was noted to incorrectly respond to touch due to the cali-bration being off. The screen calibration was performed using the hard key method and the touch screen was working properly. The system then had a normal response to the touch screen and hard keys. Each hard key was pressed multiple times; and no alarms or errors occurred. The screen was successfully recalibrated for both hard key and soft key. Pumping was initiated. All the waveforms and icons were displayed correctly. The pump was left to run for over an hour with no issues. The display head functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "touchscreen was inoperable with hardkeys functional" was confirmed by the field service representative; however, the returned display head passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.